Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a stripped set screw, no safety cap, the swivel rotated 360 degrees, the connector body was loose, the connector pin was pushed back, and after the directional control test the motor would not run and displayed e2 error code. Therefore, the reported condition was confirmed. It was determined that the set screw was stripped from trying to remove it. It was determined that the safety cap was missing because the cable was severed, from allowing the cable to come in contact with a sharp object. It was determined that the pin was pushed back in the connector from the connector not being properly aligned and forced into the female connector when plugging it into console. It was determined that the swivel rotated 360 degrees because of excessive force rotating the motor at the swivel, which bent the roll pin inside. It was determined that the safety assessment most likely failed because the pin was pushed back making a bad connection with the console. The assignable root cause was determined to be due to user error, abuse, and/ or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device had an e2 error code. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.